Manufacturer narrative:
The reported event was patient deceased. As received, only a connector portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located distal to the connector boot.

Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiopulmonary arrest.